Event description:
The report stated that following an atrial ablation procedure, a patient return electrode site burn was discovered. The ablation was done at 3 sites with 3 sets of 3 minute duration with the setting on the generator at 100w on low cut. The patient was in the supine position, and the pad was placed on the right buttocks. At the end of the case when they were removing the pad, it was noticed that at 3 of the corners of the patient return electrode pad there were burns and skin sticking to the pad. The injury was described as partial thickness burn and was treated with silvadene. No plastic surgery was necessary, patient has been discharged and at this time the prognosis is good. They were using a cardima intelitemp ablation set up. With this set up the pad monitoring function on the covidien generator is by-passed by the cardima ablation device.

Manufacturer narrative:
The site will not release the patient return electrode for legal reasons. The attached handpiece was a non-covidien ablation product, and the current IFU has special warnings related to this type of device. We have contacted cardima, inc and made them aware of this. Please see continuation page for details of analysis and follow-up with cardima. The complaint has been reviewed in relationship to current labeling for the force fx-c generator and the patient return electrode. The complaint report indicates that the customer used 3 consecutive activations of 3 minutes each. It is possible that this length of activation could produce heating under a fully applied return electrode if the current was high enough. The lot number of the returned electrode indicated a manufacturing date of 11/8/07. The IFU for the device was updated effective 11/3/07 to include an additional warning regarding use in high current and/or long duty cycle procedures. The text of this new warning is reproduced below. "Warning: non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied electrode to the point of injuring the patient. Use of more than one patient return electrode may help mitigate the increased risk." Also included in the current IFU is the following statement regarding use in situations where accessories from other manufacturers may be used. "When using a valleylab patient return electrode, the user should consult the generator and accessory manufacturer's recommendations and technical specifications regarding recommended maximum duty cycles." The recommended duty cycle is the force fx-c user guide is 10 seconds on, 30 seconds off. Thus, it is our opinion that the customer did not follow the instructions for use found for our device and also did not follow the duty cycle recommendation for the force fx-c. In order to make cardima, inc aware of the changes to our IFU for the device, cardima was called on 2/14/08 and one of our representatives spoke with chief technology officer and the quality department. They informed us that cardima had validated the use of their cardiac ablation system with our force fx and patient return electrodes during animal studies using pigs and that no burns had occurred during the validation. Our representative then discussed the change to the IFU and the fact that they should assess whether more than one device should be recommended by them. After the call, cardima was sent electronic copies of the devices IFU via e-mail.